Event description:
It was reported that the patient experienced fluid loss with their inflatable penile prosthesis (ipp). The cylinders and pump were replaced with 21cmx12mm cylinders and a pump. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There were leaks in both cylinders due to fold wear. One cylinder had broken fabric threads and a detached outer tube the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced fluid loss with their inflatable penile prosthesis (ipp). The cylinders and pump were replaced with 21cmx12mm cylinders and a pump. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient experienced fluid loss with their inflatable penile prosthesis (ipp). The cylinders and pump were replaced with 21cmx12mm cylinders and a pump. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.